Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced redundant medical grade power supply (mgps) to resolve the issue. The system was verified and ready to use. The mgps was returned for the failure analysis and completed investigation. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected. No error was triggered during the startup and 10 power cycles of the system. The status was checked and found no fault, the voltage and the current were the same as the golden unit.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, one of the surgeon side consoles (ssc) could not power on. The customer changed the outlet connection but the issue remained. The customer continued to set up for the case using the remaining ssc. The technical service engineer advised the customer to hard power cycle the ssc when possible. The procedure was completed with no reported injury.